Event description:
The patient reportedly experienced intermittencies, followed by loss of lock. Testing of the patient's device revealed high impedance values. Troubleshooting was performed and external equipment has been exchanged, however, this did not resolve the issue. Revision surgery will be scheduled.